Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used and was replaced with a new ra lead. The patient remained in stable condition.